Event description:
(B)(4). Extreme lower back and pain in hips. Periods stopping and starting. Debilitating headaches that start days before my period and up to a week after. Blood clots and abdominal pain. Fatigue and lack of energy. Period cramps and breast tenderness days (3-7) after period ends. Bleeding after intercourse and in between periods.

Event description:
(B)(4). Scheduled hysterectomy (B)(6) 2015.